Event description:
It was reported that atrial undersensing of afib with rvr led to inappropriate atp. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.